Event description:
It was reported that a fluoroscopy showed externalized conductors on the lead. No electrical anomalies were noted. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.